Manufacturer narrative:
Results: review and confirmation of manufacturing records were performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or pt condition.

Event description:
Boston scientific received info that the right ventricular (rv) lead in this pacemaker dependent pt was surgically abandoned due to loss of capture and an increased threshold measurement of 3 volts at 0.8 ms. A new rv lead was successfully implanted. No adverse pt effects were reported.